Manufacturer narrative:
The investigation determined that a lower than expected non-reactive vitros (B)(6) result was obtained from a single patient sample processed on the vitros 3600 immunodiagnostic system. The investigation found no evidence to suggest the result in question was caused by an analyzer or reagent malfunction. A definitive root cause could not be determined. However, method-to-method differences or the presence of an undetectable mutant strain of (B)(6) in the patient sample cannot be ruled out as contributing factors. The root cause of this event is unknown.

Event description:
The customer obtained a lower than expected non-reactive vitros (B)(6) result from a single patient sample processed on the vitros 3600 immunodiagnostic system. The same patient sample produced a reactive (B)(6) result on a competitive system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The lower than expected non-reactive result was not reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).